Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted that the maryland bipolar forceps instrument would not clot. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing was observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. There were no photographic images of the device or a video recording of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The maryland bipolar forceps instrument was analyzed and found to have no damage to the conductor wire. An electrical continuity test was performed and passed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house generator without any issues. The instrument passed the recognition, engagement, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips also opened and closed properly. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The root cause of the thermal damage is attributed to mishandling/misuse. The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations found thermal damage on the instrument bipolar yaw pulley. Although there was no allegation of arcing observed during a procedure, the failure analysis finding could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. . Device manufacture date is blank because insufficient product information was provided in order to obtain the date of manufacture. PMA/510(k) number and adverse event are not applicable.